Event description:
It was reported that a malfunction occurred after the customer went through an x-ray machine. There was no adverse impact to the customer's blood glucose level. The customer received instructions from technical support on how to reset the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to call back if any issues arose again.